Manufacturer narrative:
Investigation: the set in question was not returned and we reviewed records for the implementation of our manufacturing and quality control over the product concerned. In regard to the filter media used for the leukocyte reduction filter (hereinafter referred to as "filter") assembly of the product in question, the filter media is formed as the primary membrane by processing non-woven fabric (base material of the filter) in the primary membrane making process. Then, the primary membrane is further processed to make three types of the secondary membranes: hn type, hc type, and hsp type. For hn type, the primary membrane is processed through the slicing process, cleaning process, and hydrophilic treatment process. This type intends to mainly remove white blood cells. For hc type and hsp type, the primary membrane is processed through the above-mentioned processes and further processed by cationization treatment. These types intend to remove not only white blood cells but also platelets more effectively by cationization treatment. Therefore, the filter media consists of two each of these three secondary membranes, that is, there are six secondary membranes in total. The filter assembly is made by stacking and cutting these six membranes followed by the soft shell assembling process. Regarding leukoreduction performance of the filter, the following in-process control tests are performed. Nh type: tests of particulate removal rates and hydrophilicity levels hc type and hsp type: tests of particulate removal rates, hydrophilicity levels, and cationization levels leukoreduction performance is assessed by confirming that these test results conformed to the test specifications. We reviewed the test results of these types of the secondary filter membranes used for the product in question and confirmed that all the test standards were satisfied. We also reviewed the record of the manufacturing process (the membrane making process through the soft shell assembling process) of the filter assembly and did not observe any abnormalities or deviations that could affect product quality. For release testing of imuflex wb-rp, the quantitative test and net volume measurement was performed on the blood preservative solution (cpd solution) on a sample basis. The product is released only when the results have conformed to the standards. We reviewed the testing and inspection record of the reported lot number and confirmed that the results of the tests mentioned above conformed to the standards. We have not received any complaints of the filter (e.g. Incomplete/longer filtration or the failure of leukocyte reduction performance) from any other customers associated with the reported lot number thus far. Root cause: as stated in the preceding section, any abnormalities or deviations that were inferred to be related to defects associated with leukocyte reduction function and filtration performance were not observed in the investigations based on the records. Furthermore, we have not received similar complaints against the same lot number; therefore, we determined that the occurrence of this issue was limited and that the product of the reported lot number conformed to our quality standards. From the above-mentioned, based on the investigations conducted, we were not able to identify the cause of the issue reported. From the investigation results and so forth of the past similar issues which our factory received, the following are cited as general causes of the failure of leukocyte reduction functions. Blood characteristics of a donor white blood cells were leaked from the filter due to applying pressure to the filter during filtration. Filtration performance was deteriorated due to occlusion in the filter portion caused for some reason in addition, the following are cited as causes of incomplete filtration. Blood clots as a result of inadequate mixing of collected blood with blood preservative solution occlusion of blood cell components (high viscosity) resulting from blood dispersion caused by inadequate mixing prior to filtration

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the collection set is not available for return because it was discarded by the customer